Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis due to error 1260. The pump was ran in user mode and disassembled. The reported "ec 1260" problem was duplicated. At power up the pump alarmed for 1260. Downloading software did not solve the problem. Internal inspection did not reveal any obvious issues. The main board is inoperable and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump was presenting with "error 1260" and alarming. This issue occurred while testing and no patients were present at the time of the event. There were no adverse events reported.